Manufacturer narrative:
Additional product component: model number/catalog number: 720185-01. Serial number: null. Batch/lot number: 795171009. Model/catalog description:. Reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced difficulty completely filling the cylinders resulting in discomfort in sexual activity with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.